Event description:
It was reported that the patient went into syncope multiple times due to loss of capture on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead and rv leads had high impedance and possible fracture. The rv lead was capped and replaced and the ra lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance was steady at approximately 525 ohms until the week of (B)(6) 2015, and then begins to vary with maximum measurements that are out of range (greater than 4000 ohms). Lifetime maximum was greater than 9,999 ohms. Atrial lead warning occurred on (B)(6) 2015. (B)(4).